Event description:
The devices were implanted in 2002. After 6 days, dislocation occurred. In 2002 a revision surgery was performed and no implants were placed. Only the prosthesis was reduced and the reinforcement ring was placed with the same anti-dislocation liner system. After 6 or 8 days another dislocation occurred, and another revision surgery was performed. The 32mm head component was changed for a 28mm neck +3.5, and a lepine constrained liner.